Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.

Manufacturer narrative:
(B)(6) 2020: device evaluation of monitor sn (B)(6) was completed.  The reported problem (service code 102) was confirmed.  Upon investigation the monitor failed incoming testing. The cause for the service code was a defective t1 component on the monitor pca. The root cause for the defective component was unable to be identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and had failed incoming functional testing. A root cause investigation is underway. A supplemental MDR will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and had failed incoming functional testing. A root cause investigation is underway. A supplemental MDR will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.